Event description:
It was reported that when pressing the handset on a pca, pcu said communication error. Pca and lvp in use but not brought down. Also, pcu error log has several 800.8000 entries. There was patient involvement however no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-209046 is a concomitant. Please refer to manufacturer report numbers 2016493-2023-209047 and 2016493-2023-209048, which captured the correct suspect devices per investigation report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that when pressing the handset on a pca, pcu said communication error. Pca and lvp in use but not brought down. Also, pcu error log has several 800.8000 entries. There was patient involvement however no harm.